Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) reached mol 2 (middle-of-life) status due to charge-time in fewer than 27 months which is consistent with our shortened replacement window advisory. No adverse patient effects were reported.

Manufacturer narrative:
Our technical services department recommended this patient be followed monthly. In (B)(6) 2010, the device was found to have triggered elective replacement indicator status due to an increased charge time (> 20 secs) so device replacement was recommended. All available information indicates this device remains in service, however, if additional information becomes available this event will be updated.